Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that there was a tendency to practically complete reocclusion during the procedure. Angioplasty was performed with a balloon due to stenosis in the m1 segment of the medium cerebral artery. The event recovered/resolved the next day. This was not the result of a device deficiency. This was assessed by the site as not related to the device or procedure. The sponsor assessed this as possibly related to the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Diagnostic procedure: head computer tomography (CT) without contrast, diagnostic test result: stenosis grade improvement, clinically significant: y, diagnostic test date: (B)(6) 2021. Diagnostic test result: tc shows stability compared with the previous tc., clinically significant: n, diagnostic test date: (B)(6) 2021.

Event description:
Medtronic received a report that the patient had a focal right silvian subarachnoid hemorrhage. The antiaggregation had to be delayed due to the adverse event. The event was resolved on (B)(6) 2021. There was probable traction during the mechanical thrombectomy and intracranial angioplasty after the mechanical thrombectomy. The adverse event was possibly related to the disease under study. The adverse event was not related to an underlying condition or disease. The adverse event was probably related to the device. The patient's mrs score was 3 and the nihss score was 5. The pre-procedure mtici score was 2a and the final post-procedure mtici score was 2c. The clot was in the middle cerebral artery (mca), m1. The patient was being treated for a stroke. The stroke onset was on (B)(6) 2021 at 15:45 and the reperfusion time was (B)(6) 2021 at 18:30.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.